Event description:
It was reported that pump experienced malfunction with code 12, and caller stated that no notable events occurred prior to issue. There was no reported adverse impact to the customer¿s blood glucose level. Caller contacted technical support, was guided through pump reset process, and confirmed that malfunction did not recur after reset; customer was advised to continue using pump and to call back if malfunction returned, and caller acknowledged these instructions.